Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: black box review shows several "no cartridge detected" warnings on the reported failure date. Pump powers on normally, during a "load" step attempt, the pump was unable to recognize the cartridge. Unable to take the force sensor calibration reading due "load step malfunction". The pump cover was removed to inspect the printed circuit board. A misaligned component was found in the force sensor circuit, no other defects were found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal number: 2531779-03/24/2010-003-r.